Event description:
During therapeutic implant of a vaxcel plus dialysis catheter in a pt. The peel away sheath started to peel along the perforation for a few millimeters, but then tore. The physician used hemostate to successfully aid in the peeling process. The physician was able to successfully complete the implant of the device using this same sheath. There was no adverse affect on the pt as a result of the reported problem.